Event description:
It was reported that the patient experienced inadequate stimulation on the right side of the body due to lead migration. No device malfunction was suspected. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7095072.